Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2015. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; recurrent incontinence; aggravated incontinence nonsurgical treatments: on (B)(6) 2016 the patient commenced pain medication: panadol for the treatment of: stomach pains. Treatment duration: ongoing. On (B)(6) 2016 the patient commenced other (please specify) for the treatment of: strengthen pelvic floor muscles. Treatment duration: 4 years.